Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up on console. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up on console. The customer stated that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that patient was not showing up on console. A technical support specialist (tss) explained to the customer that the user could send either an a52 or a22 message to make the patient status active. An actionable patient visit was one against which removes, returns, and wastes could occur. The purpose of the leave-of-absence (loa) within the station was to control which visits were shown at the dispensing device and which visits were shown when queuing removes and when wasting remotely. The a22 message made the patient visit actionable upon return from loa, and the a52 message made the patient visit actionable upon cancelling, the loa. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.